Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Sales representative reported "implants that may have a rupture". This record is for unknown side. Device status unknown.